Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that during an implant, the lead's helix did not retract when it was tested on the table. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.